Manufacturer narrative:
(B)(4).. A maquet field service technician evaluated the unit. The unit was tested with 2500 rpm (rotations per minute), 4 lpm (liters per minute) for 40 minutes and the reported short battery run time could not be duplicated. The unit was returned to the repair depot and the customer was provided a loaner unit. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported a patient was being transported to operating room for surgery from ICU approximately 10 minutes. As patient was being moved from ICU bed to operating room table, the rotaflow pump shut down without a low battery warning. They were able to plug in unit and re-start pump with no adverse effect on patient. Surgery was performed and pump was removed during case as part of normal procedure. No support required post surgery. Patient outcome good. Additional info received jan 13,2015 -there was no swap out of the pump. (B)(4).

Manufacturer narrative:
The initial report was missing the method code, results code and conclusion code which were mistakenly not recorded.

Event description:
(B)(4).